Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 3 drg lead, 50cm length; however, it is unknown which drg lead, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7455659.

Event description:
It was reported the patient is experiencing ineffective stimulation due to the leads migrating. Surgical intervention may take place at a later date. Note: it is unknown which leads are related to this issue.